Event description:
Caller reported blood glucose results of 69 mg/dl, 86 mg/dl, 53 mg/dl, and 62 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that revision surgery was performed due to fracture.